Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed damage to the evaqua expiratory limb at the proximal connector. The hospital also reported that the returned circuit was used for nine days. A lot check could not be carried out as the lot information was not provided. Conclusion: the observed damage was most likely due to the evaqua expiratory limb being pulled apart at the proximal connector. All rt340 breathing circuits have a red warning tag attached to the breathing circuit. It warns the user that the breathing circuit is intended to be used for seven days only. Use of the breathing circuit beyond the intended seven days may have also contributed to the reported damage. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The user instructions that accompany the rt340 state the following: -"this product is intended to be used for a maximum of 7 days" -"do not stretch of milk the tubing"

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit was damaged. This was found after nine days of use. No patient consequence was reported.